Event description:
It was reported that the surgeon implanted a 13.2 mm micl13.2 implantable collamer lens in 2006. The lens was explanted 4 months later, due to excessive vaulting. There was no pt injury. The lens was exchanged for a shorter lens. The pt's two week post-operative best corrected visual acuity was 20/20.

Manufacturer narrative:
Evaluation results; a lens work order search was performed and no similar complaint was found. Conclusion - (no device failure): at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinician in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurement was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault. Evaluation of newly available, alternate measuring devices is ongoing.